Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a coronary artery. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. The device was completely removed from the patient and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. Magnified inspection of the inner shaft revealed a pinhole which was identified in the inner shaft 20mm from the proximal weld. Microscopic examination of the shaft revealed that the outer shaft was plastically deformed in the same location as the inner shaft hole, which indicates that a guide wire may have punctured through the wall of the inner shaft. The hole in the inner shaft prevented the balloon to inflate which is consistent with the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a coronary artery. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. The device was completely removed from the patient and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 year or older. (B)(4).